Event description:
--

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned. There was dried blood/body fluid noted in the lead lumen. The conductor coils were deformed at 105, 320, 383, 387, 388, 393, 402 and 406 mm from the terminal pin, most likely due to a grabbing tool. There was also electro-cautery damage - melted insulation at 205 - 210 and 353 - 358 mm from the terminal pin. The silicone insulation was removed from the outer coil and the inner insulation was found to be worn at 770 mm. The lead was damaged in our lab while trying to remove the outer silicone insulation. It is believed that the reported damage was procedurally induced.

Event description:
Boston scientific crm received information that while extracting the right ventricular lead, the right atrial and left ventricular leads became dislodged. As a result, the entire system was explanted.